Event description:
When the tissue marker was deployed the tip broke off into the pt's breast. The incision was extended and the radiologist could visualize the tip and removed it using forceps. A second device was deployed successfully; there was no pt consequence. The broken device will be returned for analysis.